Event description:
Bidirectional catheter (safire blu) did not bend bidirectionally. Physician felt resistance when attempting to maneuver catheter. Removed catheter and noted that it would not bend in both directions. A second safire catheter was used and the same thing occurred. Catheters were returned to vendor.